Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set had blockage at the site. The patient changed supplies as necessary and resumed insulin therapy. No further information available.